Event description:
A customer contacted beckman coulter inc., (bec), and reported that a patient sample tested on unicel dxc 600i synchron access clinical system gave a br monitor result within the normal reference range. Customer indicated the patient sample tested approximately one month prior to this testing, using a different methodology, resulted above the normal reference range. Patient results are provided. The result was reported out of the lab. The effect to patient, if any, is unknown at this time.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Customer had performed a passing system check on (B)(6) 2011, and a passing br monitor calibration was obtained on (B)(6) 2011. Service was not dispatched for this event. No root cause could be determined for this event. MDR associated with this event: 2122870-2011-04002.